Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, review of stored non-sustained ventricular tachycardia (nsvt) episodes noted that the lead exhibited oversensing of noise that resulted in pacing inhibition. It was reported that the patient is predominantly atrial paced but appears to have sinus bradycardia with underlying intrinsic conduction and the rhythm hasn't been significantly impacted. Technical services (ts) recommended further review to the physician. The patient was noted to be in a nursing home. Attempts have been made to contact the patient or caregivers, however, the clinic has been unsuccessful in reaching anyone at this time. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.